Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported, he inserted a sensor at night and had diabetic ketoacidosis and took it out. Customer stated, he was able to bring blood glucose down. Customer stated, the device kept alarming at night he was low and did not hear the alarm but dog woke him up. Sensor reading was 55 mg/dl and blood glucose was 181 mg/dl. Customer stated, he was diabetic ketoacidosis and brought down blood glucose to the 170 mg/dl and range. Customer's mother asked him to check blood glucose during call and it was 425 mg/dl. Customer treated and call was dropped. No further information reported.